Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer broken and the cable got exposed, which located on medsurg2. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was found broken and dented with an exposed cable. A field service engineer (fse) attempted to reseat the row board cable on main drawer 3.1, however, the cable broke during the process. Fse replaced the drawer controller and the position sensor on drawer 3.2. All cable connections were checked, and the unit was tested in test mode with inspection under the cubies. Customer performed inventory from the drawer to validate functionality. Fse was noted that the drawer rails were worn, and the customer agreed to proceed with full drawer replacement the following week. The system functioned as intended after field service engineer repaired the device.